Event description:
I received a rebound air walker from ossur after an injury. This walker was defective and reported on (B)(6) 2012, 06/22/2012, 07/02/2012, 07/31/2012, and 12/17/2012. The anterior face plate keeps tearing and the bladder does not inflate/deflate correctly. Ossur continues to use this product. Now I am left with no resolution to take care of my medical needs. Reason for use: fracture, nerve damage, bursitis, inflammation.